Event description:
The customer reports a dissatisfaction with ac chargers on the mrx monitors as they are falling apart. They report that when someone pulls out the ac plug/cord it is pulling the black square with the wiring out. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reports a dissatisfaction with ac chargers on the mrx monitors as they are falling apart. They report that when someone pulls out the ac plug/cord it is pulling the black square with the wiring out. There was no reported patient involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.